Manufacturer narrative:
Sorin group received a report that the bipolar produced sparks and smoke, and the tip melted. It was confirmed that there was no pt injury. Additionally, sorin group received a user medwatch report (mw5026868) regarding this incident. The catalog number, lot number and device name provided in the user report were incorrect. The device was returned to sorin group for eval. Inspection of the returned device confirmed that both jaws had been melted off and found significant evidence of charring on the jaws, blade and shaft. Blood residue was also present on the jaws and blade. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group received a report that the bipolar produced sparks and smoke, and the tip melted. It was confirmed that there was no pt injury. Ref mw5026868).

Manufacturer narrative:
A customer letter will be delivered to all affected customers describing the issue and the appropriate action to be taken. The field action was initiated 12/12/2013 and will be reported to FDA in accordance with 21 cfr 806.10. Ge healthcare has not yet assigned a correction number. No sample was returned, however a photo of the cap involved was provided to further the investigation. The primary root cause of the reported event is the "circuit air test method" used during assembly testing may result in leaving the cap on the circuit after assembly. If the cap is left in place, it could occlude the circuit and prevent oxygen and anesthesia flow to the patient. The circuit air test has been updated with instructions to remove the caps after the test is complete. The caps used for the circuit air test have been replaced with a cap that can be permanently attached to equipment so that it cannot be left on the circuit.